Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
An administrative assistant from a dialysis clinic reported a hemodialysis (hd) patient was receiving treatment when a blood leak was noticed. The patient was moved to a new machine with a new dialyzer and resumed hemodialysis treatment. Follow-up was made with the clinic patient care technician (pct), who stated the machine generated a blood leak alarm approximately half an hour after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 450. The patient¿s estimated blood loss (ebl) was less than 250ml. The pct stated blood was visually noted and a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. The pct stated no patient adverse effects were experienced and no medical intervention was required as a result of this event and confirmed the patient was able to complete treatment with new supplies on another machine without issue. The patient dialyzed 3 times a week. The pct stated the implicated sample was discarded.

Manufacturer narrative:
Additional information: plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event and one non-conformance (nc) initiated as a result of an iso (isocyanate) valve not functioning correctly. The valve was not dispensing the required mass which caused the potting ratio to be out of parameter. The controls in place are adequate and the personnel were trained to follow the required procedures at the time of the incident. All discrepant products were discarded. There was no indication of product non-acceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release requirements. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.